Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 12: 00 pm with blood glucose of 564 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of having diabetic ketoacidosis. Customer high blood glucose reading started on (B)(6) 2017. Customer was vomiting. Customer current blood glucose was 316 mg/dl. Customer blood glucose at the time of the incident was unknown. Customer was treated in the intense care unit and emergency medical service was dispatched for the customer. Hospital: (B)(6) was the name of the hospital. Customer was wearing the insulin pump during hospitalization. Infusion set was last changed (B)(6) 2017. Drive support cap condition was not mentioned. Customer stated there was no air bubbles. Customer stated cannula was bent. Customer did not want to continue troubleshooting for high blood glucose reading. Insulin pump will not be returning for analysis.